Manufacturer narrative:
The polyaxial screwdriver has been returned for eval. A f/u medwatch report will be submitted upon completion of the eval.

Event description:
Contact reports that the tip of the screwdriver broke off in the screw head during screw insertion. The broken tip was flush with the screw head and could not be removed. Contact reports that the tip of another screwdriver also broke off in the same manner during the same procedure. Please see mfg medwatch report# 1526439-2011-00029 for the other screwdriver involved in this event.